Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require shroud to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the cutter would not fully retract after taking a sample. The customer stated that the cutter remained advanced unusually far and only small, fragmented samples were obtained. A second problem was used in which the vacuum connector broke off. At this point, the case was aborted and no usable samples were obtained.